Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the sound of pulse oximetry does not come through. It was unknown if the device was in clinical use at the time of the event. There was no adverse event or patient harm reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24 sept 2016, therefore no UDI. Multiple attempts were made to contact the customer without success. The device was sent back to customer without evaluation. The product malfunction was unable to be confirmed because the customer never responded. The problem has not been reported again for this device.